Event description:
It was reported the system had no power to the monitor cart. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with ths event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The fuse was replaced during the service call. The system was tested and found to be working as intended and put back into service.